Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she felt tired. Her cgm was reading was over 200 mg/dl, so she took insulin. She then took a nap, got up after an hour, and immediately fell on the floor. She did not sustain any injuries. Her husband called the ambulance, and at the hospital her bg was 22 mg/dl. She felt chest pain and was given nitroglycerin. She remained in the hospital for 2 days. No information was provided regarding what treatment was given for the hypoglycemia. At the time of the report she was feeling fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.